Event description:
Patient was implanted with liss plate and screw construct to treat a femur fracture, on an unknown date, about (B)(6) 2011. On an unknown date, the post-operative x-rays revealed a mal-union. On (B)(6) 2012 patient returned to the operating room and all hardware was explanted. During this procedure, the screw driver the surgeon was using broke, and the tip of it stayed in the head of the screw. Patient was also treated for possible infection. This is 11 of 12 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date approximately (B)(6) 2011.